Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned device data have been analyzed. The available iegms revealed the presence of noise in the rv and farfield channels, confirming the clinical observation. The detection of noise led to several charging cycles, one of which resulted in a shock delivery. Despite this observation, the analysis did not show any indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned device data confirmed the clinical observation. However, there was no indication of an ICD malfunction. The integrity of the lead may be compromised. For further insights, an analysis of the lead itself would be necessary.

Event description:
It was reported that the device was prophylactically explanted during the rv lead revision and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 58 months. There was no particular complaint about the device performance. The information about the ICD replacement was received on 26-aug-2021 following manufacturer request on details concerning lead revision, which was reported by the user to the competent authority.